Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Later healthcare professional reported "no complaint against the device". Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-01758. Clarification to b5 description of event and h6 adverse event problem: under the original mrn 9617229-2020-01758, healthcare professional from the office of the initial reporter (dr. John corey) reported capsular contracture baker grade iii on the left side. The same healthcare professional from this physician's office is now calling to report left side exchange with no complaint against the device (due to a rupture on the contralateral side). It is unclear at this time whether the previously reported capsular contracture was treated, resolved on its own, or is still present. Conservatively, this record will continue to capture capsular contracture baker grade iii until it is confirmed otherwise. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.